Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge, despite having sufficient usable insulin remaining. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pump connection area, attempted to reload same cartridge without success, then, with guidance from technical support, filled and loaded new cartridge using proper technique, after which pump functioned normally and insulin delivery was resumed.